Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
During the t2 humeral nail surgery, when the package for the guide wire was opened, it was found that the guide wire was curved. The surgeon opened another.